Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: a review of the black box data for the date of the complaint was not available. The alarm history showed a replace battery alarm. The pump was returned with the normal bolus, audio bolus, alert, reminder, warning, and the alarm/error sound features set to high and the temp basal set to off. The pump powered up to the verify screen with auditory and vibratory alarms within specification. The total daily doses added up correctly and reflected the user's programmed basal rate. The pump passed delivery accuracy testing, and was delivering accurately and within range. The pump cover was removed to find no intermittent conditions or defects to the piezo circuit. No delivery interruptions or alarms occurred during the investigation. The alarm issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional patient code:(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the user experienced a blood glucose of 400 mg/dl with polydipsia, nausea and symptoms of dehydration associated with intermittent sound to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reported they self-treated with boluses from their pump. During troubleshooting with customer technical support, it was revealed that the audio settings were programmed correctly and the issue was not resolved after the audio tone feature was tested. It was also noted that the vibratory function was not working. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a dual alarm failure.